Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump usb port was damaged, and the usb cable was loose inside the port resulting in intermittent issues with charging the pump battery. There was no adverse impact to customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.